Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify pump error 3/43/130 due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area, and battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The blood glucose was unknown. The troubleshooting was performed and they were able to clear the alarm and unable to complete the insulin pump rewind. The customer advised the pump requires replacement and to discontinue use of the pump. The customer advised to revert to backup plan per health care professional instructions. The device will be returned for the analysis.